Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, catalog # m480001, s/n: (B)(4). Thermocool smart touch catheter (replaced with complaint device intra-op), catalog # d134702, lot # 17726582l. Baylis medical transseptal needle, catalog and lot numbers unknown. St. Jude medical agilis 8.5fr sheath, catalog and lot numbers unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to insertion of a first smarttouch sf catheter, error 105 (magnetic sensor error) populated. Cables were replaced and the issue persisted. The smarttouch sf catheter was exchanged for another catheter of the same type, and the issue resolved. Catheters displaying a magnetic sensor error cannot be used and must be replaced. The potential that such a catheter could cause or contribute to an adverse event is remote. As a result, this was not an MDR reportable event. After exchanging catheters, the procedure continued. The patient became slightly hypotensive. While ablating in the left atrium, a small pericardial effusion was confirmed via echocardiography. Effusion was monitored and blood pressure was maintained via anesthesia. Subsequently, the hypotension became more profound and the effusion increased. Protamine was administered. Pericardiocentesis yielded approximately 120 ml and the effusion stabilized. Patient was reported to be in stable condition. Patient required extended hospitalization (more than 1 night) as a result of the adverse event. Patient was discharged to home. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the tidal volume was increased by the anesthesia provider, which increased respiratory excursion. Transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical agilis 8.5 french sheath. Generator parameters included power control mode at 20-25 watts with temperature cut-off of 40 degrees celsius. Generator settings at the time of injury included power at 25 watts and temperature of 22 degrees celsius. Power was not titrated. Ablation time at the 2 sites near the suspected site of injury were 13 and 26 seconds, respectively. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-400 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported with the catheter in use at the time of patient injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).